Event description:
It was reported through stryker facebook page: "after 5 years it's not real comfortable but it's 10x better than before."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device remains implanted.